Manufacturer narrative:
B5-corrected information: the current case is duplicate of MFR rep# 2023826-2022-00488. Please disregard current report. Claim# (B)(4).

Manufacturer narrative:
Age, sex, weight, race, ethnicity: unk. Date of event: unk. Procode: unk. Serial #, implant date: unk. Device manufacture date:unk. Claim# (B)(4).

Event description:
The reporter states an implantable collamer lens was implanted into the patient's right (od) eye. The surgeon reports 25-30% vault. Attempts to obtain additional information have not been successful.